Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: a stent delivery system was returned for analysis without a manifold. The manifold was not returned for analysis and therefore the catheter lot number and the device type printed in the manifold was not available. It was confirmed that the device was a synergy ous mr 3.00 x 24mm as the device including hypotube, lasercut region, distal shaft, balloon and stent and tip were consistent in appearance with a synergy ous mr device. The crimped stent length and crimped stent diameter of the returned device were consistent with a synergy ous mr 3.00 x 24mm stent. A visual and microscopic examination of the stent found distal stent damage, with stent struts lifted and pulled in a distal direction. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The crimped stent length was measured and the result was within maximum crimped stent profile measurement of a synergy ous mr 3.00 x 24mm. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube found a hypotube break located immediately proximal to the proximal strain relief (21mm proximal to the distal strain relief), at the site of the absent manifold. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 22-24mm x 3.0-3.75mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 3.00 x 24 synergy drug-eluting stent was advanced but failed to cross the lesion. However, during withdrawal, it was noticed that the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status wa stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 22-24mm x 3.0-3.75mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 3.00 x 24 synergy drug-eluting stent was advanced but failed to cross the lesion. However, during withdrawal, it was noticed that the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status wa stable.